Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose incident. The customer reported their blood glucose rose to 513 mg/dl. The customer reported having issues with their infusion set, causing the high blood glucose. The customer was able to change the infusion set and their blood glucose declined to 143 mg/dl. Troubleshooting did not occur for the insulin pump. The customer declined to return the product for analysis.